Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was determined to have normal depletion and met expected longevity.

Event description:
It was reported that the device went to elective replacement indicator earlier than was projected at the last patient follow-up. The device was explanted and replaced. No patient complications were reported as result of this event.